Manufacturer narrative:
Three cadd cassette reservoir was returned for the evaluation of the reported under-delivery of medical fluids. Pictures were also attached, but no defects were detected in the pictures. A visual inspection was performed and no defects were detected. Then an accuracy testing was performed where the samples were connected to the cadd legacy pluss and a balance mettler toledo to accuracy test the sample according to procedure. No discrepancies were detected the accuracy test was successfully passed. No actions were performed as the complaint was not confirmed.

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, an under delivery of medical fluid was observed in the product. No adverse effects were reported.